Event description:
It was reported that this device is showing a premature battery depletion (pbd) behaviour. Upon analysis, it was determined that the expected device power consumption should be about 31 uw, however, at that moment it was consuming 39 uw. The power consumption is expected to continue increasing. This device remains in service. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device was showing a premature battery depletion (pbd) behaviour. Upon analysis, it was determined that the expected device power consumption should be about 31 uw, however, at that moment it was consuming 39 uw. The power consumption was expected to continue increasing. At this time the device has been explanted and will not be returned for analysis. No additional adverse patient effects were reported.